Event description:
The healthcare professional used a magnet when trying to telemetry the pump. The pump stalled; the motor stall was confirmed via the event logs. Three hours later, the stall had still not recovered. No patient symptoms were reported. The medication being delivered via the pump was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.